Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, the cardiosave iabp (intra-aortic balloon pump) showed fault code 53 and 63 i.e software performance error & unable to configure the touch screen controller device. There was no harm and injury reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected feild: b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, clearing the logs has solved the issue. All tests were successfully completed, and the unit is functioning properly.

Event description:
It was reported by customer that during use on patient, the cardiosave iabp (intra-aortic balloon pump) showed fault code 53 and 63 i.e software performance error & unable to configure the touch screen controller device. Unit switched to standby mode, when connected to patient. There was no harm and injury reported.